Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system not connected in remote access showing offline and users unable log in. The technical support specialist dialed into the station and identified a retry error caused by a duplicated computer name (es-zb08-or03 and zb08-or03t). The computer name was reverted to its original value, database size was reduced, and all three pas devices were validated. After following up checks, tss confirmed that zb08-or02 had no upload issues and the station was syncing properly, with the customer notified for final validation. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, 3 stations were not syncing the customer stated that malfunction data synchronization failure occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.